Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, a cause for the reported slda appears to be related to patient morphology/pathology. The reported difficulty visualizing the clip appears to be related to imaging quality. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 degenerative tricuspid regurgitation (tr) and prolapsed anterior leaflet for a triclip procedure. During the procedure, imaging was difficult. A triclip was successfully implanted at anterior septal leaflet. After deployment, the clip had single leaflet device attachment(slda) from the anterior leaflet. Another triclip was implanted to stabilize the slda clip and further reduce the tr to grade <1 post procedure. There was no clinically significant delay reported.